Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported that during a cranial resection procedure the navigation system displayed the error message "localizer not connected". The navigation system was rebooted which was reported to have resolved the issue for a while. The navigation system then again showed the error message. The medtronic representative adjusted the camera head which reported to have resolved the issue for the remainder of the case. There was a reported delay to the procedure of approximately 5 minutes. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Replacement external system control unit (scu) to positioning sensor unit (psu) was shipped to the site on 05/07/2015 for issue resolution. A medtronic representative, replaced the cable and performed a navigation system check-out, all areas passed. The medtronic representative reported the issue was resolved after the replacement of the cable. Medtronic investigation of returned suspect device finds that the returned cable does not appear to be damaged and passed a continuity test with no opens or shorts detected. No problem found.